Manufacturer narrative:
Updated fields: b4, d9 (return to manufacturer code), g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The logs did not indicate a power failure. However, faults # 112 and 118 were logged. The fse replaced the top level display assembly (0097-00-1181). The b.17 software was reinstalled. All display and touchscreen tests passed in the service mode. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj the failure analysis and testing dept. Received part number 0997-00-1181 with a reported unit failure of a shutdown while in use on a patient. Codes 112 and 118 were found in logs. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Tested for 2 hours with no failures or error codes appearing. Failure is not confirmed. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6 (medical device ¿ problem code).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit turned off on it's own. There was no patient injury reported.